Event description:
According to the complaint the customer could observe a pressurized waste container. When changing it, some of the contents escaped from the bottle entry port. The waste container in question was previously a s4980 rinse solution bottle. The s4980 rinse solution bottle is intended to be used as a waste container when the rinse solution is used up. The waste consists of blood and used qc and calibration liquid.

Manufacturer narrative:
Further investigation has shown that it actually is possible to use a rinse bottle with a blocked ventilation channel.

Manufacturer narrative:
Production records and reference samples were checked and no nonconformities were observed. The defective product could not be checked as it was discarded by the customer. The contents of the waste bottle may be spilled if pressure is build-up inside the bottle and its not finding way to escape (blocked ventilation channel) while the bottle is filling. The complained bottle was previously used as a rinsing liquid, which excludes the possibility for ventilation channel to be blocked, because with a blocked channel it would be not possible to use this bottle. It is not possible to determine the root cause without the defective product, hence the root cause remains unknown.